Manufacturer narrative:
The device history record (DHR) review was completed, and the device passed all manufacturing release criteria for distribution. No issues were identified that would have impacted this event. The product was not returned for evaluation, and device logs were not synced; therefore, an investigation could not be performed. Should additional information become available, a supplemental report will be submitted. The cause of the user's hypoglycemia could not be determined.

Event description:
On 05-may-2025 the user reported an incident that occurred approximately 25-apr-2025. The user experienced low blood glucose (bg) while mowing the lawn. The user reported they treated the low with oral carbohydrates but lost consciousness while resting. The user regained consciousness once bg stabilized at ~100 mg/dl. No medical assistance was received. The user continued his evening without further incident. Bg reported nadir of 45 mg/dl. Ongoing education and support were provided by the clinical team.